Manufacturer narrative:
The biomed replaced the logic board to repair the bed.

Event description:
The biomed alleged that the reverse trendelenburg function is not working. He has replaced the footboard but the problem remains.